Event description:
Reference number (B)(4). Event occurred in netherlands. It was reported that patient experienced adhesive issues with infusion set and faced tape not sticking event on (B)(6) 2026. The infusion set tape did not stick due to excessive sweating. No further information available.

Manufacturer narrative:
E1: patient city: (B)(6), patient country: netherlands. Request was performed for additional information including lot number; however, lot number was not provided. A complaint investigation was initiated under complaint investigation. Unfortunately, no specific lot number was identified, which limits the ability to trace or analyze a particular item. Investigation in progress.